Event description:
The contact stated the customer tested his blood glucose using an elite basic meter and liberty meter. The elite read 484 mg/dl, while the liberty read 213 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation, and the meter is to be replaced at the customer's insistence. Replacement test strips will be sent.